Event description:
The manufacturer received information alleging eye irritation, respiratory tract irritation, dizziness and headache related to a ds2adv auto CPAP device. There was no harm or injury reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.